Event description:
It was reported that balloon damage occurred. The target lesion was located in the arteriovenous fistula. A 6x200mm, 90cm ranger (dcb) was selected for treatment. During the procedure, the balloon material tore off before it was inserted into the patient. The procedure was completed using an alternate device. There were no patient complications reported. It was further reported that the balloon was not inflated when it got damaged. The general geometry of the target vessel was straight. Pre-dilation was performed using a 6mm sterling balloon catheter and advancing was done through a v-18 wire.

Manufacturer narrative:
B5. Describe event or problem: was updated per the additional information provided.

Event description:
It was reported that balloon damage occurred. The target lesion was located in the arteriovenous fistula. A 6x200mm, 90cm ranger (dcb) was selected for treatment. During the procedure, the balloon material tore off before it was inserted into the patient. The procedure was completed using an alternate device. There were no patient complications reported.